Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was a malfunction/pump leakage.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed two separations in the bladder of the reservoir. Testing revealed these to be sites of leakage. One separation appears to have a central groove, indicating contact with a small sharp instrument such as a needle. The other has a melted appearance, indicating contact with a cauterizing tool. No functional abnormalities are noted with the pump, cylinder #1, or cylinder #2. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of the reservoir occurred subsequent to the device packaging being opened. Additionally, due to the short period in-vivo, quality concluded the instrument separation observed in the bladder of the reservoir most likely occurred during the implant procedure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.